Manufacturer narrative:
Analysis was able to confirm the customer comment. Lower case black wire was pinched and exposed, hanger was cracked, liquid crystal display (lcd) flex was damaged (not affecting operation), both wires on the lcd were pinched (not compromised). All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was displaying an error message. The user was given instructions for return of epg for service but its status is unknown. There was no patient involvement. It was further reported that an error occurred upon startup of the epg. The epg was returned for service. It was further reported that the epg subsequently tested out of specification during manufacturer's analysis.